Event description:
It was reported that during an all-inside quadriceps anterior cruciate ligament surgery the device snapped on the femoral side when tensioning the graft. No pieces were broken off inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by using a different technique: a screw was used for the femoral condyle. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.